Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a report the cuff on the endotracheal tube experienced inflation/deflation issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.